Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line leaked. The customer reported a blood glucose (bg) level of 98 mg/dl and the customer loaded a new cartridge. Additionally, it was reported that the customer filled the cartridge with 220 units and the pump displayed a fill estimate of 170 units. Review of the insulin gauge calculations with tandem technical support showed that the fill estimate was accurate. During a follow up from the customer, the customer reported a blood glucose level of 300 mg/dl and the bg level was addressed by the customer changing the cartridge.